Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider stated that they have a (B)(6). Patient that they were lifting up today and where the lift and the hanger for the sling come together, the bolt broke and the patient fell in the sling to the floor with the hanger landing on his abdomen.